Manufacturer narrative:
Date of event: exact date unknown, event occured 2 months ago.

Event description:
It was reported that the patient's ipg was non functional, difficult and unable to fully charge. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was not returned.